Manufacturer narrative:
Conclusions: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. Other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
The user reported a sudden decrease in the hearing sensation with a very low sound perception on (B)(6) 2021. On (B)(6) 2021 the loudness level suddenly decreased and stayed low until no sound was perceivable anymore. The user was re-implanted on (B)(6) 2021.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a sudden decrease in the hearing sensation with a very low sound perception on (B)(6) 2021. On (B)(6) 2021 she was not able to hear anymore using the device.